Event description:
The user facility reported that an employee was burned while opening the sterilizer door. The employee was beginning to perform a dart (daily air removal test) cycle at the time the burn was received. No instruments were involved in the reported event. No procedural delays/cancellations were reported.

Manufacturer narrative:
The employee was sent to the ER where burn ointment was applied to her right thumb. The employee was able to work the following day and remains on light work duty. At the time of the event, the employee burned was opening the sterilizer door using the foot pedal as she was holding a clipboard and working on paperwork. As the employee was distracted at the time of the event, it is possible the employee was unaware of how close in proximity she was to the sterilizer and was inadvertently burned. The century sterilizer operator manual (1-1) states "steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is opened to minimize contact with steam vapor." A steris service technician arrived at the facility, inspected the sterilizer and found the unit did not alarm during the time of the reported event. The technician inspected the steam manifold and found rust colored powder on the bottom of the door seal as well as on the steam manifold valves. The technician repaired the sterilizer, ran a test cycle and confirmed it to be operating to specification; no further issues have been reported.